Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that there were remote interrogation difficulties experienced with this cardiac resynchronization therapy defibrillator (crt-d). The patient was brought into the clinic to verify the radiofrequency (rf) settings. The device was unable to be interrogated by using two different programmers. A magnet was also applied to the device and tones were not able to be heard, even when using a stethoscope. A device replacement procedure was performed and the device was explanted. A new device was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device had no telemetry upon return. The device case was opened to facilitate analysis of the internal components. Detailed analysis identified a high current drain that resulted in a depleted battery. Due to the unexpected depleted battery, the device was unable to communicate. The cause of the high current condition was unable to be determined thorough analysis.

Event description:
.